Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had difficulty charging the ipg. Database analysis (db) showed that the ipg appears to be working as expected and revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced and the pocket was revised. No device malfunction was suspected. The patient was doing well postoperatively and was getting good coverage.